Event description:
Discrepant calcium results received, one female patient example provided. Initial result of 10.4 mg/dl, repeat gave 9.6 mg/dl. Initial result was not reported. The field service representative determined poor pipetting to be the cause and replaced a sample probe, dosage pipette tip, and internal water reservoir filter. He also cleaned the water reservoir. Performance tests were performed which were within specification.